Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Proposed component codes: mechanical (g04)- head. Visual examination of the provided pictures identified the liner shows significant wear on the rim of the device. The head shows some signs of use and wear around the outer spherical surface, however a full view of the outer spherical surface was not provided. The lot numbers were confirmed for both devices. No further evaluation can be made. The complaint was confirmed based on the provide picture of the wear to the liner . DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. Medical records and x-rays were not provided to confirm the claim of the dislocation being caused by contact between the neck and liner. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00637. D10: cat #: 00631004626 / liner 10 degree elevated rim 26 mm i.d. For use with 46 mm o.d. Shell / lot #: 60992095. G2: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a hip revision approximately twelve years post implantation due to repeated dislocations and wear on the liner. The head and liner were removed and replaced without any complications. Attempts have been made and no further information is available.